Event description:
Event: (B)(6) female with a history of progressively worsening chronic lower back and left lower extremity pain was admitted to euhm on (B)(6) 2016. She had surgery on (B)(6) 2016. During the procedure, the jashidi device failed and left a retained fragment. A postoperative CT of the abdomen showed a fractured screw within the anterior l4 body near the left common iliac artery and common iliac vein. Due to the anterior positioning of the screw it could not be retrieved at that time. She was returned to surgery the next day for the screw removal. It was successfully removed with assistance from vascular surgery. The pt had no further incidents from the procedure and was discharged on (B)(6) 2016 to an acute rehab center. Procode code; (B)(4) product description: introducer needle, diamond tip, 11g 6" gtn (B)(4) legal MFR (UDI labeler): depuy spine inc. / (B)(4).